Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the contrast leaked from unidentified area with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: inserted and flushed cannula to check it was ok. Connected to the pump and did test flush. During the scan, the pressure peaked so stopped the injection and went to check the patient was ok. The contrast had come out over the pillow. Checked the transflux which was ok and manually flushed the cannula which showed it leaking under the dressing. It was very difficult to determine where the leak came from.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that during use the contrast leaked from unidentified area with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: inserted and flushed cannula to check it was ok. Connected to the pump and did test flush. During the scan, the pressure peaked so stopped the injection and went to check the patient was ok. The contrast had come out over the pillow. Checked the transflux which was ok and manually flushed the cannula which showed it leaking under the dressing. It was very difficult to determine where the leak came from.